Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital with complaint of palpitations. The device was interrogated and was found to be in safety mode. It was noted that the palpitations felt by the patient were due to phrenic nerve stimulation. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital with complaint of palpitations. The device was interrogated and was found to be in safety mode. It was noted that the palpitations felt by the patient were due to phrenic nerve stimulation. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.